Event description:
The device was returned for air compressor failure. During startup the air compressor made excessive charge attempts before alarming. The pump was reverted to manufacturing mode and failed pneumatic recharge testing consistent with a failed air compressor. It was also found the lcd has internally damaged screw mounts as well as the left bag hook broken off.

Event description:
The following has been reported: biomed reported: "it was reported that there was a pump problem. Upon checking the pump, pump problem appeared on screen. Then service needed appeared. Biomed could not program an infusion to test pump. Patient harm: unknown. A preliminary review of the logs identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.